Event description:
It was reported that during a laparoscopic lobectomy, the lubricant on the articulation joint was much more than usual. As it was found before use for the patient, the device was not used. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, there was no extra lubricant, so it might have been wiped with gauze.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis found that the device was returned in good visual condition and with ecr45d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No excess of lubricant was noted on the join cover area. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.